Event description:
The customer reported that the system displayed a 'precharge error'. This error is likely to prevent the system from booting to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system mainframe batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.